Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. The reporter stated that the pump emitted call service alarm cs (B)(4) while the user was sleeping. The alarm history recorded that the same alarm was emitted three times during the same night. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump alarm history revealed three cs 088 call service alarms. The pump was exercised for 24 hours and the rewind, load, and prime steps were performed successfully with no duplicated alarms. Unrelated to the complaint, corrosion was visible in the battery compartment. A leak test was performed and passed. The pump case was removed and no damage or evidence of moisture ingress was found on the printed circuit board or on any internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.